Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical operations manager reported a patient with burning and blurred vision five days post photo refractive keratectomy (prk) enhancement. The patient also complained of dry eye. The issue is noted to be resolved.

Manufacturer narrative:
The system history was successfully verified prior to and after the date of event. No abnormalities were found. Root cause could not be determined conclusively, however, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).